Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation as it is still implanted in the patient. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge tip broke off during a veterinary procedure on an unknown date approximately a month or two prior to the date of this report. Per the customer there was no harm to the animal patient and a spare instrument was used to complete the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, and drawing review were performed as part of this investigation. This complaint is confirmed. The depth gauge was received disassembled at customer quality (cq) in 5 pieces. The measuring hook component has sheared off mid-thread at the base of the slider assembly. The distal portion of the measuring hook component is also bent in multiple areas and directions. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The 319.04 depth gauge for 2.7mm & small screws is a reusable instrument available for use in several systems (including small fragment and mini fragment) to aid in determination of screw length. The major thread diameter at the location of breakage measured 1.543mm at cq which is within specification for m1.6 external thread feature per depth gauge measuring hook component drawing. A review of the device history records and service history was unable to be performed since the lot number was unknown. Depth gauge assembly drawing and depth gauge measuring hook component drawing were reviewed during this investigation. Because the returned device does not have a lot# etched on it, it is determined that the device was manufactured prior to march 2006 when lot # etch specification was added to drawing. No product design issues or discrepancies were observed. Most likely due to rough handling for this 11+year old reusable instrument. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service and repair: the customer reported the depth gauge tip broke off. The repair technician reported the pointer broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.